Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited capture and sensing anomalies. The patient received multiple shocks due to noise on both the atrial and ventricular channels.